Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the device had to be moved because it was coming out of her skin 7 or 8 years prior to the report. There were no further complications reported or anticipated.